Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported via patient call center that device leak occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted. Approximately 2-3 years post implant, the patient's cardiologist suspected there was a leak. The patient is scheduled to have additional imaging.